Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports a patient who underwent a cryoballoon ablation and approximately six minutes later in the catheter lab, the blood pressure decreased, and they immediately performed a transthoracic echocardiogram (tte). The tte showed circular pericardial effusion (pe) and diastolic collapse of the right-sided heart chambers. Acute cardiac tamponade associated with catheter ablation was diagnosed and a subxiphoid pericardiocentesis was performed. 550 ml of bloody effusion was removed, and a drainage tube was attached. A tte showed that the cardiac pendular movement had improved owing to a substantial reduction of the pe. The patient was then moved from the catheter lab to the intensive care unit. After 48 hours, the patient was transferred from the intensive care unit to the general ward and the pericardial drainage tube was removed. Approximately three hours after this removal, the patient felt faint after getting up and their blood pressure decrea sed again. A computerized tomography (CT) scan clearly indicated hemoperitoneum and liver puncture from the drainage tube. The patient was diagnosed with hemorrhagic shock due to hemoperitoneum from liver bleeding. The patient was moved to the intensive care unit, where transfusion of red blood cells and fresh frozen plasma was required. Regular blood laboratory testing and blood pressure checking was performed. Two weeks later, a CT scan confirmed that the blood had absorbed and there was no recurrence of pe. The status/disposition of the catheters and sheath is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Patient age, gender, or weight cannot be provided due to regional privacy regulations. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: removing pericardial drainage tube for acute cardiac tamponade associated with catheter ablation of atrial fibrillation can trigger hemoperitoneum from severe liver bleeding. Heart rhythm case reports 2022;8:618¿621. Doi: 10.1016/j.hrcr.2022.06.002 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.